Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self-test, error test, rewind, basic occlusion test and displacement test. No motor error alarms were noted. However, we were unable to prime insulin pump during prime test due to faulty force sensor. The motor was tested outside the device and passed. The insulin pump was received with cracked case at display window corners, cracked reservoir tube, cracked battery tube threads, corroded battery tube and minor scratches on lcd window.

Event description:
It was reported via phone call by customer's father that the insulin pump alarmed motor error. Each time the customer made an attempt to deliver bolus it alarmed motor error. The customer's blood glucose was 230mg/dl.